Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19 dec 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was 30mm x 3.00mm, eccentric, >=90 degrees bend located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed hypotube detached/separated. Device evaluated by manufacturer: a visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks. A hypotube break was also noted 245mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.